Event description:
It was reported at implant the physician attempted several locations for the lead but ended up with high thresholds and unacceptable impedances. The lead was removed and another lead was implanted with acceptable results. Patient had a sudden drop in blood pressure and will be monitored over night. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. There was blood in/on the helix/lobe mechanism.